Event description:
It was reported to philips the device alarmed and would not complete the power on sequence. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The customer stated the device operated intermittently. The 24vdc from the power supply was tested and was present. The connections from the user interface (ui) to power management printed circuit board assembly (pm pcba) were reseated. There were no error codes in the significant event log. The rse advised the pm pcba may need to be replaced. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 09/06/2022, 10/11/2022 and 10/18/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.